Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side textured to smooth implant exchange and capsular contracture baker grade IV. Healthcare professional later reported that the baker grade is iii. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: creases are observed. Voids are observed. Wear abrasion is observed. Deformation is observed. White particles calcification-like were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side textured to smooth implant exchange and capsular contracture baker grade IV. Healthcare professional later reported that the baker grade is iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported right side textured to smooth implant exchange and capsular contracture baker grade IV. Healthcare professional later reported that the baker grade is iii. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
The event of capsular contracture, is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Hcp reported right-textured to smooth implant exchange and capsular contracture baker grade 4. Device remains implanted.